Event description:
An attempt was made to deflate the balloon of the resolute device but it was reported that after 10 seconds and balloon stayed up. The physician waited for more than 30 seconds but would still not deflate. This was followed by inflating a second time to 20 ams ( for 10secs) and then the balloon deflated properly. No patient symptoms were reported and no other device needed. It was reported that the case finished well with no other complications.

Manufacturer narrative:
(B)(4). Evaluation results. (Unable to confirm complaint). - no issues noted with deflation during the device evaluation.